Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the sponge was sticking out of the minicap. The event was observed before use. The caller stated there was no damaged to the pouch or the box the product was delivered in. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection noted that the sponge was partially sticking out of the cap. However, the device was not to found be defective as there is no specification for sponge placement inside of the cap, the device's labeling has no warnings regarding this issue, and the sponge's placement does not impact functionality. The cause was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.